Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during several intraocular lens (iol) implant procedures, six cartridges split on lens advancement. No patient harm was reported. Additional information has been requested.